Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tkr surgery, the patient experienced instability. A revision surgery was perfomed on the (B)(6) 2022 to thread this adverse event, in which a journ art ins bcs std 5-6 lt10 was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that as of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, definitive contributing clinical factors to the event cannot be concluded. However, instability due to ligament laxity is not indicative of a component malperformance. With the limited information provided, the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in the warnings and precautions that postoperative patient care and directions and warnings to patients by physicians are extremely important. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.